Event description:
It was reported that during a pump replacement in (B)(6), the surgeon was unable to aspirate the catheter. The surgeon replaced the pump and chose to leave the existing catheter in place. However, at the patient¿s next scheduled refill, approximately 20ml of drug was aspirated from the refill port. It was noted that this was a large residual discrepancy. The same thing happened the following month. The patient was not experiencing severe withdrawal symptoms. The patient experienced ¿very moderate¿ underdose symptoms; the patient felt feverish. The managing healthcare provider (hcp) attempted a dye study, but could not aspirate from the catheter access port (cap). The patient had a catheter revision on the day of the report. No obvious kinks were detected in the catheter once exposed by the surgeon. It was unable to be determined if the catheter was dislodged from the intrathecal spaced because an x-ray was not taken during the case. However, upon cutting the catheter at the spinal incision, no cerebrospinal fluid (csf) was observed to be dripping freely, nor when aspirated using a 24 gauge angiocath. Spinal and pump segments were removed. No clogging of the catheter was observed upon examination. An 8780 ascenda catheter was implanted. Csf flow was checked and double checked. A new pump was filled with 500mcg/ml of gablofen and the patient¿s daily dose was reduced to 24mcg/day. The device system was previously used to deliver gablofen 874mg/day at 2000mcg/ml. At the time of the report, the patient status was reported to be ¿alive ¿ no injury/no adverse event.¿ it was noted that the pump and catheters were discarded and would not be returned for analysis. The manufacturer¿s device registry indicated that the pump also replaced on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 870,9 lot # l75108, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4).